Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine follow-up. The implantable cardioverter defibrillator had eroded through the patient¿s skin and the patient had developed an infection. The device and leads were explanted on (B)(6) 2018. The patient was in stable condition post procedure.